Manufacturer narrative:
This complaint will be updated once investigation is complete. Trend will be evaluated.

Event description:
Allegedly, patient had hip replacement surgery on (B)(6) 2017. Patient had revision surgery on (B)(6) 2018 due to leg length issues. Revised acetabular shell and liner from group g to group d. Revised femoral head from neck length 0 to -3.5 short.